Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime test and excessive no delivery test. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's mother declined to troubleshoot. The customer's mother also reported that the carbohydrates' numbers scrolled non-stop. The customer's mother also stated that they received a failed battery alarm and battery out limit alarm when they changed the battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.